Manufacturer narrative:
(B)(4).the product was not returned for evaluation. Without the return of the actual products involved, our investigation of this report is inconclusive. A review of the device history records did not reveal any discrepancies that would have caused or contributed to the reported incident. We will continue to monitor for any trends.

Event description:
It was reported a revision was performed.